Manufacturer narrative:
This supplemental report is being submitted to correct the aware date and product receipt date from the initial MDR. The correct aware date and product receipt date is october 27, 2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by one of the following; a defective image sensor unit, a defective video connector circuit board, or a system failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. The bending section cover adhesive was missing. The bending section cover was cracked due to external factors. Due to handling (insufficient cleaning), the air and water nozzles were clogged, and the drain function was degraded. The bending angle was insufficient due to the elongation of the angle wire. Liquid leakage to the scope connector due to handling was observed. There was noise in the image due to a board failure inside the scope connector. The objective lens had dirt due to handling. The tip cover was crushed due to an external factor. There was some liquid leakage in the illumination lens due to handling. Peeling of paint was recognized on the suction cylinder. Scratches were found in multiple locations. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, the evis lucera elite colonovideoscope had a poor connection and presented an e315 scope error message (no image). No patient injury or procedure impact reported.